Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving six different patients. This is the fifth of six reports. Refer to 9611594-2016-00148 for the first patient; refer to 9611594-2016-00149 for the second patient; refer to 9611594-2016-00150 for the third patient; refer to 9611594-2016-00151 for the fourth patient; refer to 9611594-2016-00153 for the sixth patient. It was reported that when the suction catheter was connected to the patient, the sleeve immediately inflated, as if the positive end-expiratory pressure (peep) seal was missing. No injury to patient was reported. No further information has been provided at this time

Manufacturer narrative:
Six unused devices with the same component lot number as reported in the complaint (ab5285u09) were returned for evaluation. Each unused device was removed from its packaging and tested for leaks using air flow tests. Two of the six were positive for leak with sleeve inflation, one of the six was positive for leak without sleeve inflation. Although the original samples were not available for evaluation, the complaint is confirmed. The root cause was determined to be manufacturing related. The sleeve inflation issue was determined to be due to a poor bonding in catheter subassembly, due the lack of solvent dispensed by the manufacturing equipment. Corrective actions have already been initiated to address this issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).